Event description:
The device was used during a laparoscopic amtrectomy procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to compelte the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.